Event description:
Per clinical review: the team had an incident with the heater cooler. On (B)(6) 2019, the team set up and used the system for most of their cardiopulmonary bypass (cpb) procedure. The system had no failures with cooling the blood, but when the patient needed to be warmed from 32 degrees, the system would not circulate the warm water to bring the temperature of the blood up. The system was exchanged with another unit during cpb to effectively warm the patient to separate from bypass. There was no delay in the surgical procedure. There was no harm or blood loss associated with the occurrence.

Manufacturer narrative:
Updated blocks: event. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr) he could not verify the complaint. He did notice that the output line on the back of the heater cooler was kinked which may have been the cause of the issue. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the water would not warm when circulating. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.